Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump shut down unexpectedly while the pump was charging. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose was 90 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.